Event description:
This is a final report. The investigation was completed on (B)(6) 2020, results and conclusions are outlined in section h of this report.

Manufacturer narrative:
K142688 - 510 k number. Device evaluation: the echo-hd-19-c device of unknown lot number involved in this complaint were not available for evaluation. With the information provided a document based investigation was conducted. This file was created from the attached journal article. Reference "22 iwashita - a 19-gauge histology needle¿ complaint files (B)(4) were opened as a result of this paper. Complaint file (B)(4) was opened to investigate reversed bevel becoming caught in the outer sheath. Complaint file (B)(4) was opened to investigate reversed bevel becoming trapped in the intestinal wall. Complaint file (B)(4) was opened to investigate mild abdominal pain. Complaint file (B)(4) was opened to investigate mild intestinal bleeding. Complaint file (B)(4) was opened to investigate bleeding. Complaint file (B)(4) was opened to investigate intramural hemorrhage. Complaint file (B)(4) was opened to investigate technical failure for echo-hd-19-c device. Complaint file (B)(4) was opened to investigate technical failure for echo-19 device. Complaint file (B)(4) was opened to investigate reversed bevel becoming trapped in the intestinal wall in three patients. Documents review including IFU review: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as the lot number is unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0077-4 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the (ifu0077-4). The japanese packaging insert (c-es1201y07) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to observed needle kinking distally which may have led to the difficulties encountered retracting the needle. This kink may have occurred due to advancement into a hard lesion or excessive force on attachment or detachment to scope. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patients did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up dr will be submitted to include the investigation conclusions.

Event description:
A 19-gauge histology needle versus a 19-gauge standard needle in endoscopic ultrasound-guided fine-needle aspiration for solid lesions: a multicenter randomized comparison study (greater study)" iwashita et al. 2018. Conducted this prospective randomized crossover study to compare histological diagnostic yield from 19-gauge histology needle (pc19; echotip procore 19-gauge; cook medical, bloomington, in, USA) with that of a standard 19-gauge needle (ec19: echotip ultra 19-gauge; cook medical). Between november 2013 and september 2014, 115 patients were enrolled in this study. Fifty-seven patients were randomly assigned to group a (ec19 pc19) and 58 to group b (pc19 ec19). Additional descriptions as below. #2: needle malfunctions were observed only with pc19 during the trans-duodenal approach in three patients and involved the reversed bevel becoming trapped in the intestinal wall in three patients during retraction of the needle.